Manufacturer narrative:
(B)(4). Manufacturer corrected to (B)(4). The customer returned one opened cs-22702-e kit for evaluation. The ars syringe and introducer needle were examined and no issues were observed. The syringe was tested per inspection procedure by occluding the tip, pulling the plunger back, and releasing the plunger. The plunger returned to its original position. The plunger was rotated 45 degrees clockwise and the test was repeated. No issues were observed. The syringe was push tested per inspection procedure by pulling the plunger back, occluding the tip, and pushing the plunger down. Resistance was felt and the plunger did not touch the bottom of the barrel. No issues observed. The introducer needle was attached to the ars syringe and used to draw water. No issues were observed. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the ars syringe leaking in use was not confirmed during the sample investigation. Functional testing was performed on the returned ars syringe and introducer needle and no issues were observed. A DHR review was performed and no relevant findings were identified. As no problem was found with the returned sample no additional action shall be taken at this time.

Event description:
The customer alleges that the doctor found the blue syringe leaking during use.another device was used.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the doctor found the blue syringe leaking during use. Another device was used.